Event description:
It was reported that on (B)(6) 2020 the pump shut off and was reset by the patient's caregiver. On (B)(6) 2020 e8 was displayed and the pump then immediately turned off without warning.